Event description:
It was reported that this right ventricular (rv) lead exhibited a high out-of-range shock impedance measurement of greater hand 200 ohms. This rv lead remains implanted, and tachy therapy was programmed off. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).